Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the confirmation result of the subject device, it is possible that the following factors might have caused the electrical discharge that led to the breakage of the cutting knife: ·the cutting knife had not been kept on moving. ·the length of contact between the tissue and the cutting knife was short. ·the output activation time was long. ·the setting value for the output activation was high. Avoiding the above situations will prevent the cutting knife from breaking. The event can be prevented by following the instructions for use which state: ·always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. ·when applying output, keep moving the cutting knife. When the knife stops and touches tissue at a point, concentrated electric current could cause the distal tip of the knife to dissolve and come off in the body. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 17k with supplementary information number of "27". - the broken parts was not sent by the user facility. - the cutting wire could not be protruded from the distal end. - the broken portion was scorched and melted. - the outer diameter of the cutting wire was measured. The result indicated no abnormalities. - no other abnormalities were confirmed except the breakage of the cutting wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the cutting wire broke when energized during a endoscopic sphincterotomy (est) procedure. The broken parts have been recovered. The intended procedure was completed with another device. There was no report of patient injury associated with the event.